Event description:
The following was reported: removed cemented cr femur and replaced with press-fit cr femur. Surgeon implanted cemented femur instead of press-fit femur.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following was reported: removed cemented cr femur and replaced with press-fit cr femur. Surgeon implanted cemented femur instead of press-fit femur.

Manufacturer narrative:
Update: patient age, date of birth & gender added to section a. Reported event: an event regarding incorrect selection involving a triathlon femoral component was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that a cemented femoral component was implanted in the patient's knee instead of a press-fit (cementless) femoral component. The patient was revised the next day to correct the error. The reported event was not confirmed as the primary implant sheet was not provided. Although not confirmed, it is likely that the issue is the result of user error as no manufacturing-related product problem was found given the information provided. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.